Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.

Event description:
The reported indicated "the first 2 years of therapy, seizures only became worse and have not improved." It was reported the family plans to explant the device. Good faith attempts are being made to get more information and for product return after explant.